Event description:
It was reported that this brady lead was not successfully implanted due to helix anomaly and difficult to position. As the helix retracted after it had been deployed and fixated which occurred three times. Additionally, the patient experienced a pericardial effusion. A new brady lead of a different model was implanted, and the brady lead will be returned for analysis. No adverse patient effects were reported.